Event description:
Surgical stabilization of flail sternum and bilateral chest wall injury in an octogenarian after horse trampling injury. The aim of this study is to report a case of an older man in his 80s presented to a referring hospital after sustaining severe blunt chest wall trauma after being trampled by a horse. Vicryl (eth) was used to repaired diaphragmatic hernia. Reported complications: vicryl (eth). Ischemic stroke. Treatment: not reported. Upper gastrointestinal bleeding. Treatment: necessitating multiple endoscopic interventions. Acute cholecystitis. Treatment: percutaneous cholecystostomy tube. In conclusion, the case showcases the feasibility of surgical stabilization of flail sternum and severe chest wall injury in an octogenarian who underwent high- impact trauma.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: trauma surg acute care open. 2025 oct 23;10(4):e001999. Doi: 10.1136/tsaco-2025-001999. Pmid: 41158727; pmcid: pmc12557740. Https://doi.org/10.1136/tsaco-2025-001999.